Event description:
It is reported that left side distal radius plate was explanted due to breakage. It was also reported that there were two broken screws at the time of surgery as well. The surgery was delayed for 5-10 minutes due to the event. Since it is unknown that which two screws broke, all eight (8) screws are reported. This is report 5 of 9 for complaint (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was reported. Placeholder.